Manufacturer narrative:
The event occurred in mexico while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the active system. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 223 mg/dl (sensor system) and 103 mg/dl (active system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.